Manufacturer narrative:
Concomitant medical products: 6944 lead, implanted: (B)(6) 2004, 030457 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead was dislodged - as confirmed on x-ray - and was not capturing. The lead was explanted and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.